Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vein side of an arteriovenous fistula. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.